Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient sustained trauma to the head resulting in device failure. The device was explanted (B) (6) 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)